Event description:
Additional information received from a manufacturing representative reported the patient was seen this week for follow up and they were doing well with their system. The patient's health care provider (hcp) had found settings that were working well for the patient.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0lzzm, implanted: (B)(6) 2015, product type lead product ID 3387s-40, lot # va0lzzm, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0lzzm, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0lzzm, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A consumer reported that during surgery, their health care provider (hcp) was checking the system and the left side worked immediately, but not the right side. When the patient was lying on the table with their head in ¿the halo, they put the juice to me and it hit my right side and face and everything.¿ the patient told the hcp to turn it down because it was ¿kinda rough.¿ during the lead implant, the hcp was doing some adjusting and they got stimulation too high. The patient could feel stimulation affecting the side of their face. The lead was moved and the hcp assured the patient the lead was in the right spot, but it was not doing what they want it to. The patient¿s indication for use is essential tremor and movement disorders.